Event description:
Virmani et al in localized hypersensitivity and late coronary thrombosis secondary to a sirolimus-eluting stent: should we be cautious circulation 2004; 109:701-705, present findings of a (B)(6) man who died of late stent thrombosis 18 months after receiving 2 cypher stents for unstable angina. Although angiographic and intravascular ultrasound results at 8 months demonstrated the absence of neointimal formation, vessel enlargement was present. An autopsy showed aneurysmal dilation of the stented arterial segments with a severe localized hypersensitivity reaction consisting predominantly of t lymphocytes and eosinophils. Virmani et al in stent thrombosis of drug eluting stent: pathological perspective, journal of cardiology (2011) 58, 84-91, also indicate that the morphological changes were localized to the area of the stent and consisted predominantly of cd45-positive lymphocytes and eosinophils. The vessel in the stented segment was dilated with occasional formation of coronary aneurysm.

Manufacturer narrative:
Additional information was provided on (B)(6) 2011 from the site of one of the literature authors. The lot and catalog numbers of the stents was unknown, but the sizes were 3.0 x 18mm and 2.5 x 18mm. The stents were implanted on (B)(6) 2001 in the proximal to mid circumflex. Initial angiography (before pci) showed a > 20mm long, 95% diameter stenosis extending from the proximal to mid circumflex. There was no malposition based on ivus findings immediately after pci. High-definition x-ray at autopsy showed mild calcification. Histology revealed occlusive fibrin-rich thrombus within the stented segment with hypersensitivity reaction. The cause of death was acute lateral wall mi with cardiac rupture due to very late stent thrombosis associated with hypersensitivity reaction. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00454 and 3003742446-2011-00455. Complaint conclusion: the complaint received states that approximately 24 months post procedure, there was coronary aneurysm, stent thrombosis, hypersensitivity and an acute mi. This complaint was reported in virmani et al in localized hypersensitivity and late coronary thrombosis secondary to a sirolimus-eluting stent: should we be cautious? Circulation 2004; 109:701-705, present findings of a (B)(6) man who died of late stent thrombosis 18 months after receiving 2 cypher stents for unstable angina. Although angiographic and intravascular ultrasound results at 8 months demonstrated the absence of neointimal formation, vessel enlargement was present. An autopsy showed aneurysmal dilation of the stented arterial segments with a severe localized hypersensitivity reaction consisting predominantly of t lymphocytes and eosinophils. Virmani et al in stent thrombosis of drug eluting stent: pathological perspective, journal of cardiology (2011) 58, 84-91, also indicate that the morphological changes were localized to the area of the stent and consisted predominantly of cd45-positive lymphocytes and eosinophils. The vessel in the stented segment was dilated with occasional formation of coronary aneurysm. Additional information was provided on (B)(6) 2011 from the site of one of the literature authors. The lot and catalog numbers of the stents was unknown, but the sizes were 3.0 x 18mm and 2.5 x 18mm. The stents were implanted on (B)(6) 2001 in the proximal to mid circumflex. Initial angiography (before pci) showed a > 20mm long, 95% diameter stenosis extending from the proximal to mid circumflex. There was no malposition based on ivus findings immediately after pci. High-definition x-ray at autopsy showed mild calcification. Histology revealed occlusive fibrin-rich thrombus within the stented segment with hypersensitivity reaction. The cause of death was acute lateral wall mi with cardiac rupture due to very late stent thrombosis associated with hypersensitivity reaction. The stents remain unavailable for analysis. There were no sterile lot numbers available thus no DHR reviews could be performed. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. It is unknown if the patient was maintained on a dual anti-platelet medication regimen. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Coronary artery aneurysms are stated in the IFU as a potential adverse event associated with coronary stenting. Coronary artery aneurysms may also occur from trauma, blunt or iatrogenic that occurs in the catheterization lab during an interventional procedure. The article did indicate that there was difficulty in getting a wire to cross the lesion. That, in addition to tip of the guiding catheter pushing against the intima of the vessel wall while trying to cross the occlusion may have caused intimal trauma to the vessel wall. Although inflation pressures are unknown, chronic total occlusion usually require higher inflation pressures to obtain a patent lumen. Excessive dilation may cause deep wall injury of the vessel that may lead to aneurysm findings. The IFU also indicates that the safety and effectiveness of the cypher stent has not yet been established in patients with chronic total occlusions. Hypersensitivity is a known potential adverse event associated with implantation of drug eluting stents and is listed in the IFU as such. Localized reaction to the drug eluting from the stent may contribute to inflammation and scarring at the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that lesion, vessel and patient factors may have all contributed to the reported events.

Manufacturer narrative:
Virmani et al in localized hypersensitivity and late coronary thrombosis secondary to a sirolimus-eluting stent: should we be cautious circulation 2004; 109:701-705. Virmani et al in stent thrombosis of drug eluting stent: pathological perspective, journal of cardiology (2011) 58, 84-91. The patient was treated in the united states, but the information was provided in an article written by a (B)(6) physician associated with the study and was reported via our (B)(6) affiliates. The date of stent implantation was unknown. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00454 and 3003742446-2011-00455. (B)(4).